Event description:
I had my youngest child in (B)(6) 2013. I was done having children and wanted to get tubes tied, burned snipped did not care if they took everything. I just didn't want any more children. I have 4. So I went for my 6 week postpartum check up. The doctor, (B)(6), suggested the essure procedure. It was supposed to be an in office procedure with a quicker recovery time than a man getting a vasectomy, was told there were no side effects. Hey I am all for that with having 4 kids at home and my parents living out of state being able to be back on my feet and doing my mommy duties quick was a blessing. So on (B)(6) 2013 I went into the office with my husband had the procedure done and went home in a state of highness from the pain killers I was given in office and before procedure. Immediately after the pain medication wore off I noticed that I was still cramping. I called my doctors office and was told that it was normal. So after a month of the same cramping everyday I contacted my doctor again, still being told everything was normal and I had two more weeks to go until my hsg test was to be performed. Test was done (B)(6) confirmed tubes were blocked. Still having cramps and the other problems, so doctor had me come in for an ultrasound which showed a 1mm cyst. Not enough to do anything by technician or nurses telling me. I never had any problems before this procedure and my doctor isn't listening.